Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the message "replace generator soon." It was determined to be a true elective replacement indicator. No further information is available that this time.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.